Event description:
During transportation in servo I was running on battery without problems. In the CT dept the servo I was connected to mains. During the CT diagnostic the servo I showed the alarm 20002 and after 5 mins the unit switched off.